Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of core wire detached/separated. Block h11: investigation results the returned jagwire was analyzed, and visual and microscopic inspection found that the ptfe coating was peeled. Also, the proximal section of the guidewire was cut off (core wire separated). No other problems with the device were noted. The results of the analysis performed on the returned device found that the core wire was separated. The observed cut is consistent with a mechanical shear event combined with prior bending stress. This indicates that the wire was not cleanly severed but rather compressed and torn, likely due to misaligned tooling, improper cutting equipment, or excessive force applied during separation. These features suggest the cut occurred during handling or use rather than being a manufacturing defect inherent to the material. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported to boston scientific corporation that a jagwire was attempted to be used in common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, tip of wire broke off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered. This event has been deemed a reportable event based on the investigation finding of core wire detached/separated. Please see block h11 for full investigation details.